Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that there was an error message on the monitor stating that the speaker was defective, and there was no sound even though the volume was on 3. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
This case was managed as a nemo (no engineer material only) remote service event. Analysis was performed by a philips remote service engineer (rse) in consultation with the customer, during which the speaker was identified as the likely cause of the malfunction. As this was a remote service case, no philips engineer attended the site, and the replaced components were not returned to philips, therefore, further physical examination was not possible. The customer has assumed responsibility to repair the device. Section e: reporting institution phone #: (B)(6).